Event description:
It was reported that during prior to a routine pulse generator change out, an increase in capture threshold was observed on the right ventricular lead. The lead was capped and replaced during the change out procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.